Event description:
Battery operated transmitter noted by rn removing device, to be warm to touch. No injury identified to patient. Device removed from service and issue reported. Dates of use: (B)(6) 2017. Diagnosis or reason for use: continuous cardiac monitoring.